Event description:
It was reported that this implantable cardioverter defibrillator device was explanted due to premature battery depletion and displaying fault code 1003. A new device was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified no anomalies. A review of the device memory confirmed that several charge time exceeded faults were recorded, which resulted in the device triggering end of life (eol) battery status. Tachycardia therapy was not available as the device was unable to deliver energy within the allowed charge time limits. The device case was removed to facilitate inspection of the internal components and further testing; internal visual inspection noted no irregularities. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an intermittent low resistance pathway, which resulted in the clinically observed fault code, and premature battery depletion.

Event description:
It was reported that this implantable cardioverter defibrillator device was explanted due to premature battery depletion and displaying fault code 1003. A new device was successfully implanted. No additional adverse patient effects were reported.